Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The event occurred in (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre reader did not respond when she pressed the button. It was further reported that on (B)(6) 2018 she was experiencing a ¿headache¿ but was unable to perform a test because when she pressed the button there was no response. Customer self-treated with a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated and a new issue was observed. Visual inspection was performed and no issues were observed. The reader did not power on with button depression or with insertion of the usb cable. Unable to set the time and date and unable to download the event log. The reader did not respond to software commands. Reader was sent for further investigation and de-cased. Upon visual inspection of the pcb (printed circuit board), corrosion was observed on various parts of the board due to liquid ingress. The complaint is not confirmed due to use error.

Event description:
Customer reported her adc freestyle libre reader did not respond when she pressed the button. It was further reported that on (B)(6) 2018 she was experiencing a ¿headache¿ but was unable to perform a test because when she pressed the button there was no response. Customer self-treated with a glucagon injection. There was no report of death or permanent injury associated with this event.